Manufacturer narrative:
(B)(4) a patient history review indicated that the plate was discovered broken approximately 6 months after implantation and a revision surgery was conducted to explant. There was no particular product lot number provided, so a lot number complaint review could not be performed. There was an attempt to follow-up and obtain additional information; however, there is no further information available at this time. Due to the lack of information and the product not being returned, this complaint cannot be confirmed and no product issue is identified. The plate is used for treatment.

Event description:
It is reported the patient was revised due to a plate fracture being discovered on the patient's x-rays.